Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional leak testing identified a leak from the welded area of the volume indicator port. This confirmed the reported condition. The cause was determined to be a faulty weld during the manufacturing process. To address this issue the welding equipment was recalibrated. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor 5ml/hr leaked. This occurred while filling the device. The reporter stated that solution had leaked to the tubing and then out of the infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.